Event description:
Additional information reported that the patient was referred but hadn't been scheduled for surgery yet. Additional information received on 23-mar-2021 reported that the physician performed pocket revision on (B)(6) 2021. Upon opening the pocket, he found 1 of the sutures was no longer intact. He re-sutured and closed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient, via a manufacturer representative, receiving an unknown drug via an implant able pump for non-malignant pain and other chronic/intract pain. It was reported the patient felt like their pump popped out of place in the pocket. The patient had bent over in the shower, but this was not inconsistent with normal daily living. The hcp evaluated it and determined a pocket revision was needed. The issue was not resolved at the time of this report. Surgical intervention was planned, but not scheduled.